Manufacturer narrative:
Product event summary: analysis confirmed the reported screen issue. The programmer software update history displayed no errors during the update; however, after performing a successful software update, the screen became blank, and the programmer stopped working. No errors were displayed again. A restart could only be performed by turning the programmer off and on again. A noisy and unstable running cooling fan was observed, and a lot of dust was found in the programmer. Errors were found in the programmer error log files due to the link electronic module (lem) printed circuit board assembly. Analysis also found the latch of the keyboard and the latch of the cable bay were broken, and the upper display hinges were worn, so the display could not be set into any vertical position.

Event description:
It was reported that during a routine update of software to the latest version, the screen went black, and then displayed a message "please turn the programmer on/off, remove rf head and contact a medtronic technical department". At the same time, another message displayed indicating the programmer was heated and needed to be turned off, and one of the ventilators was likely [blocked]. It was further noted the programmer was in very bad shape because of lack of maintenance, but it worked fine. The programmer was returned for maintenance, test and cleaning. There was no patient involvement.